Event description:
It was reported that the implant was replaced because it ¿failed.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that this incident dealt with ¿early battery depletion.¿ stimulation was programmed to c+ and 0-. Amplitude was at 3.0v, with an upper limit of 4.0v. The lower limit was 0.0v. Pulse width was 210 milliseconds and frequency was noted to be 14 hertz. Impedances were measured to be 547 ohms. The device was ¿100% used¿ and its longevity was 26.4 months. Longevity calculations performed at 3.0v and 4.0v showed the device lasting 20.96 and 15.08 months, respectively. A second follow up report will be sent if additional information is received.